Event description:
(B)64) clinical study. It was reported that worsening coronary artery disease and restenosis. In (B)(6) 2013, the patient was diagnosed with worsening coronary artery disease and was hospitalized on the same day. Angiography revealed 60-70% distal left anterior descending (lad) artery stenosis of a previously placed taxus stent in april 2009 which was treated by coronary artery bypass graft (CABG) of left interior mammary artery (lima) to lad. At the time of event, the patient was taking aspirin and clopidogrel which was last taken on (B)(6)2011. Subsequently, cardiac catheterization was recommended and the patient was referred for percutaneous transluminal intervention (pci). 9 days post event, CABG was performed from lima to distal lad, saphenous vein graft (svg) to obtuse marginal (om) and right patent ductus arteriosus (r_pda). 5 days post procedure, the event was considered resolved without residual effects. The site has been queried for further details.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event, the patient presented with several week history of left pericardial chest pain with radiation to the jaw and neck. The study drug protocol was last taken on an unknown date in 2011 and not in (B)(6) 2011. The patient was discharged on aspirin and clopidogrel. In addition, the events (restenosis and coronary artery disease) related to the taxus stent implanted in (B)(6) 2009 have been withdrawn from the case, since there was only 60-70% distal stenosis and no instent restenosis noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).